Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). An opticross peripheral imaging catheter was selected for ultrasound examination of the target lesion. There was no problem with the image during preparation; however, the image was lost during pullback, and no echo image was displayed on the screen. It was noted that air was not removed during the preparation flushing. The procedure was completed using another device of the same model, with no adverse patient outcome reported.